Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the damaged plug unit and connector cable led to the malfunction of no image, cause traced to electric component failure. Based on the results of the investigation, it is likely the following led to the malfunction of burn on c-cover: cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope presented no image and burn on c-cover. There was no patient involvement.